Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, within 35 minutes during the laparoscopic prostatectomy, the device had a partial seal and the instrument started to demand a "regrasp" and the surgeon was not able to continue. The surgeon tried to clean the instrument a couple of times but it did not work. An end tone was heard and with evidence of energy delivery. The instrument was replaced by another and the surgery was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported conditions were confirmed. The investigation found that regrasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed. The device was disassembled and investigation found the gray wire near the jaw was damaged. The investigation identified the root cause of the reported event to be a break in the wire that occurred from a kink. The break got larger as the device was cycled during manufacturing and the procedure, until it shorted against the inner tube guide and caused a re-grasp alarm. The kink from the wire likely occurred when the jaw molding supplier was packing the jaws for shipment. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.